Event description:
This procedure was performed in lebanon: during an angioplasty of the sfa and after introducing the 6f introducer, the physician introduced the visi-pro stent over a 0.035 guidewire. Before reaching the stenosis, the physician found that the stent separated from the sheath and was floating in the sfa. The physician immediately performed an open repair to extract the stent from the artery.

Manufacturer narrative:
A review of the manufacture records for this device did not reveal any discrepancies relevant to the reported event.